Event description:
The customer's mother stated that the numbers on the screen ramp up uncontrollably when attempting to program a bolus. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electric assembly. The insulin pump also had moisture damage on the motor and keypad traces. Unable to test for the numbers ramping up due to the blank display.